Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. The contact was ultimately able to resolve the issue and successfully toggled between keypads. There was no reported impact to the customer¿s blood glucose.